Event description:
Report from (B)(6) stating that the device was leaking oil from the exhaust. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported problem of "oil leak" was confirmed. During the pre-repair evaluation, oil was found leaking out of the exhaust and the filters were saturated with oil and needed to be replaced. The exhaust filters should be replaced regularly in order to prevent this from recurring, as stated in the anspach pneumatic systems operating manual. (B)(4).